Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that blood leaked from the chatheter. Complaint product was used in the chemotherapy room. When the button was pressed and the needle tip was retracted, blood leaked at adapter tubing junction.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jun-2023. H6: investigation summary bd received a used 22 gauge insyte autoguard device from lot 2300680 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted inside of the barrel. Next, the unit was reset and the needle was placed back into the actuated position. A leak test was then performed on the unit but no leakage was observed coming from the device. It was reported that blood was leaking past the blood control mechanism so further inspection of other components was performed. Blood was observed to be beyond the actuator which was determined to be normal during use of the device. As indicated in the instructions for use with this device, the user is asked to connect a female luer within 30 seconds of drawing blood to avoid leakage. The actuator and septum were removed from the unit and no defect was identified to the components. The needle was pushed out of the barrel and no damage was observed to it as well. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported issue. Since no leakage was observed and no damage could be found to any of the components a definitive root cause could not be determined for this device.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that blood leaked from the chatheter. Complaint product was used in the chemotherapy room. When the button was pressed and the needle tip was retracted, blood leaked at adapter tubing junction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.